Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 16mm amplatzer amulet was chosen for implant. Due to unsatisfactory close assessment findings, the device was resized, and a 20 mm amplatzer amulet was subsequently implanted using a 12f amulet delivery sheath. Following the procedure, a previously unidentified filament was observed extending from the left pulmonary artery to the aorta. At follow-up, the filament remains present and its nature is still undetermined.